Event description:
The reporter said the patient got a ¿pretty good infection¿. The reporter also said the physician did not want to send the pump back, he wanted the pump left in the facility. The reporter also wanted to stop the pump alarm.

Event description:
Additional information received reported further details of the already reported infection event. The patient's symptoms of infection were drainage and incisional wound opening. The location of the infection was noted as the lumbar region. The treatment included perioperative and oral antibiotics and pump system explant. The medications in the pump were hydromorphone, bupivacaine and fentanyl. Patient outcome was not reported. A follow-up report will be sent if additional information becomes available.

Event description:
It was reported that the pump and catheter were removed due to an infection. Additional information has been requested; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter: model # 8731sc, lot # n296792006, implanted on: (B)(6) 2011, explanted on: unknown. 8835 personal therapy manager serial # (B)(4).